Event description:
It was reported the pt had peripheral leads (off-label use), and did not have effective stimulation. The sjm rep met with the pt and was unable to resolve the issue. When stimulation was provided to the requested area, the pt received unwanted stimulation. It was reported the pt was scheduled to meet with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.